Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-00727 and 1225714-2014-00728. Additional info has been requested and wil be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00727 and 1225714-2014-00728.

Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, arrhythmia, hypotension, hypokalemia, a cardiovascular event and subsequently expired on (B)(6) 2011 after use of the product.